Event description:
It was reported that a user replaced a dexcom g7 sensor, started it in the dexcom app, but did not start or pair the sensor on the ilet, resulting in a pairing issue that required guidance to pair the correct sensor type using the provided pairing code and to allow time for connection. Symptoms included no clinical symptoms. Outcomes included no patient harm, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed user setup error related to pairing workflow for the continuous glucose monitoring component, with the device functioning as designed once paired. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.